Event description:
Caller reported a cgm error 42 related to the g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and assisted the caller with resetting the pump, after which the cgm error code did not reappear. The caller successfully started a new cgm session.